Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had a device that would not fill, the circulation pump has failed and was coming in for the 2000-hour preventive maintenance since the device has 2684 hours. Per additional information received via email on 04nov2022, biomed stated there was no patient involvement. Biomed sending device in for repair. Per additional information, ess and biomed communication on (B)(6) 2022, biomed approved repair and the device was in route for repair. Per sample evaluation results received on 14dec2022, it was reported that all tank tubing was expanded and required replacement. It was noted that all tank tubing had been replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had a device that would not fill, the circulation pump has failed and was coming in for the 2000-hour preventive maintenance since the device has 2684 hours. Per additional information received via email on 04nov2022, biomed stated there was no patient involvement. Biomed sending device in for repair. Per additional information, ess and biomed communication on 08nov2022, biomed approved repair and the device was in route for repair. Per sample evaluation results received on 14dec2022, it was reported that all tank tubing was expanded and required replacement. It was noted that all tank tubing had been replaced. Per sample evaluation results received on 22mar2022, it was reported that the tank tubing such as double bend tube and 1/2 l shaped formed tube were expanded.